Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with an insulin syringe. The customer stated that the insulin needle detached in the insulin bottle.

Manufacturer narrative:
An investigation is currently underway; upon completion, the investigation will be forwarded.